Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient leaked around the meatus while using the lubrisil 2-way catheter.

Event description:
It was reported that the patient leaked around the meatus while using the lubrisil 2-way catheter.

Manufacturer narrative:
The reported event was inconclusive since no sample was returned for evaluation. A potential root cause for this failure could be "poor release of balloon during oven drying " and potential failure mode "non concentric balloon with no tip deflection". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."